Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and a battery out limit alarm. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to moisture. Button error troubleshooting was performed and unable to confirm if the time is advancing due battery has been removed. Customer also reported to have received a battery out limit alarm and unable to complete the battery out limit alarm troubleshooting due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump was received with b, act and down arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm battery out limit or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No moisture damage found inside the pump. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched and cracked display window.